Manufacturer narrative:
Literature doi: https://doi.org/10.1016/j.cjco.2020.05.004. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Citation: cimci et al. Embolization to two different vascular territories in a patient with bicuspid aortic stenosis undergoing transcatheter aortic valve implantation. Canadian journal of cardiology (cjc). Open volume 2, issue 5, september 2020, pages 432-434. E-published 23 may 2020. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding an (B)(6)-year-old male patient with symptomatic severe bicuspid aortic valve stenosis who underwent transcatheter aortic valve implantation (tavi) along with a cerebral embolic protection device. During deployment of a medtronic 29-mm evolut pro bioprosthetic valve (no serial numbers provided), the valve dislodged three times and was exchanged for a 34-mm evolut r (no serial numbers provided). Large valvular debris were captured in the embolic protection device. Subsequently, the patient developed chest pain and electrocardiogram changes in the form of st-segment elevation. An emergency coronary angiography showed an occlusion of the middle circumflex coronary artery. The left main ostium was engaged through the struts of the prosthesis. A balloon pre-dilatation was performed, and a drug-eluting stent was successfully implanted in the middle circumflex coronary artery with a thrombolysis in myocardial infarction and the loss of the first marginal branch. Immediately after procedure, cerebral magnetic resonance imaging showed embolic lesions in the vertebrobasilar territory. At 6-month follow-up, the patient was in functional class nyha-1 but had minimal short-term memory loss. No additional adverse patient effects or product performance issues were reported.